Manufacturer narrative:
The scope was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received scope and found the bending section skeleton broken under the bending section cover on the insertion tube side resulting in abnormal movement of the scope¿s up/down lever. There were cuts noted on the bending section cover resulting in a leak. The bending section cover was removed and found the bending section skeleton tab was fully broken/detached. There were no sharp edges noted on the broken/detached skeleton area. Based on similar reported events and investigation findings, the cause of the broken bending section skeleton could be attributed to the operator¿s technique. The cuts noted on the bending section at the leak area are most likely due to the scope¿s broken skeleton. The original equipment manufacturer (OEM) performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action including a distribution of ¿instructions for safe use¿ to mitigate the potential risk of patient injury. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿do not twist or bend the bending section with your hands. Equipment damage may result. If any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
Olympus was informed that during an unspecified procedure, the distal end of the scope was noted to be bent and would not move up or down. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the scope was reported to be inspected prior to use by the facility¿s reprocessing technician in accordance with the manufacturer¿s ¿instruction for safe use manual.¿